Manufacturer narrative:
This report is a response to MDR report # mw5112222 which was received by amt from the FDA on 10/05/2022. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. The information provided in the MDR report was extremely limited, so amt reached out to the reporter to obtain additional information and request the device back for examination. The reporter has indicated that they have the device and it will be returned, and amt issued a ups call tag to obtain the device, but the device has not been received at this time. Therefore this report is being made with the limited information available at this time. The complaint information has been logged into our complaint database for trending purposes. Complaint # (B)(4) was assigned to this report.

Event description:
Per the original reporter in FDA report #: mw5112222, it was indicated that the device broke. Further follow-up with the reporter determined that the device was placed during a procedure and broke during a surgery, so a new device was replaced and work appropriately. It was also reported that no patient harm occurred.